Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured and vertically separated. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.